Event description:
It was reported that this lead exhibited high capture thresholds and increased impedance measurements. A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.